Manufacturer narrative:
Implant date: if implanted, give date: not applicable as the lens was not implanted. Explant date: if explanted, give date: not applicable as the lens was not implanted and therefore not explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during implantation of an intraocular lens (iol), the leading haptic was outside of the injector and the lens could not be injected into the patient's eye. Additional information was received and it was learnt that there was no patient injury, no incision enlargement and no vitrectomy was performed. No further information was provided.

Manufacturer narrative:
Returned to manufacturer on: 09/06/2016. The preloaded delivery system was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed evidence of viscoelastic residues, ovd (ophthalmic viscosurgical device). Part of the lens (including haptic) was observed stuck and broken in the cartridge. The other part of the lens was received outside of the device. The customer's reported complaint could not be verified. The manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. A review of trending was conducted. Based on the trend identified for lead haptic not folded, a product deficiency has been identified all pertinent information available to abbott medical optics has been submitted.